Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluate. This is the same event as 3010536692-2015-02078, 02079, and 02080.

Event description:
Allegedly, revised after 20 years due to osteolysis.